Event description:
A 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed at the target lesion in the lad # 6. The lesion, described as non tortuous with no calcification and exhibiting 90% stenosis, was pre-dilated. One day post implant, the patient developed bleeding from right kidney and peritoneal hematoma and went into shock status. Protamine was given and antiplatelet therapy was discontinued. Embolization technique was also performed for the renal artery treatment. Four days post implant, the patient presented brain stem infarction at right side. Heparin has been taken 5000unit/day continuously. Nine day post implant, the patient presented with ami. Emergent pci was performed and stent thrombosis was confirmed in the lad # 6 where the relevant endeavor rx drug-eluting stent was deployed. The thrombus was aspired and poba was performed. The physician commented that the stent thrombosis event occurred most likely due to discontinue of the antiplatelet therapy. Communication from the field confirmed that 14 days post implant, the patient died by cardiac rupture which can occur 3 to 5 days after a patient suffers an anterior myocardial infarction. The physician commented as follows: "blood pressure reduction was not observed before death.

Manufacturer narrative:
Evaluation codes, results: (stent thrombosis, death). (Secondary intervention: thrombus aspiration, poba).